Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, stress urinary incontinence, frequency/urgency, infection, pain during intercourse, pelvic pain, urinary retention, and urine leakage. No further information has been provided.